Event description:
The patient came in reporting pain due to stem subsidence (it was probably undersized). About 10 years and 4 months after the primary surgery, the surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 february 2023: lot 102805: (B)(4) items manufactured and released on 06-oct-2010. Expiration date: 2015-aug-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.